Event description:
Information was received indicating that a smiths medical cadd solis vip pump had no display and it was constantly beeping. The reported issue occurred during routine preventative maintenance and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved powering up the device and it was found that the pump alarmed at power up. The investigation determined that corrupted software was the cause of the reported issue. The software was reinstalled. Based on evidence and investigation, the complaint allegation was confirmed.